Event description:
A customer reported that on (B)(6) 2011 the datalink/dl2000 data manager modified an instrument generated (B)(4) rheumatoid factor (rf) sample result of "<650 iu/ml" to "<23 iu/ml". The original sample result was accompanied by a "lt" instrument flag. This flag stood for "less than". The dl2000 had an application configurable rule to modify any result that contained the "lt" flag to "<23". A review of the datalink//dl2000 data manager application logic revealed an assumption that "lt" flags would be uploaded only when the result was lower than the analytical range lower specification of 23. The beckman coulter inc. Personnel responsible for configuring the logic did not realize that the instrument would also upload an "lt" flag when the result was less than the overrange detection and correction range, which was the issue in this instance. Hence the original result was incorrectly converted to an erroneous output result. This result was not a patient result, and was not reported to any patient records. There was no death, serious injury or modification to patient treatment associated with or attributed to this event.

Manufacturer narrative:
Beckman coulter inc. Customer technical services led the customer through correction of the software configuration rule. Beckman coulter inc. Customer technical services advised the customer to run multiple samples to verify the software rule worked as designed.